Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The event did not require hospitalization. The patient was treated with injection reflin (dose frequency not reported) and fortum 1 gram with 1 bag daily. The patient was recovering from the peritonitis. No additional information is available at this time.